Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated, she was not sure if the patient line was fully primed. The technical service representative (tsr) assisted the cg to end the therapy and the tsr advised both the cg and the home patient (hp) to call back if the line was not fully primed or if further assistance was needed. The patient was connected either at the time of the alarm or observed air. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.